Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility facility administrator (fa) reported a blood leak at the arterial line from the red connector at the right side of the blood pump during a patient's hemodialysis (hd) treatment. The estimated blood loss was unknown. The sample was reportedly not available. Additional information was requested but was not received to date.

Manufacturer narrative:
Additional information:, h3 plant investigation: reynosa received 1 case of companion samples on 06/07/2024 for evaluation, the sample was received with original package, identified with product code number 03-2742-9 and lot number 24ar01101. The companion product samples were visually inspected according to bom 03-2742-9, during the visual inspection it was not found any problems, no damages in the lines nor the chambers were observed. The sets were in the expected condition. A functional test was performed to the companion product samples in the 2008k machine and no disconnection or leaks occurred during tested period from the tubing. No air bubbles inside the system were noticed, no leaks, no level variation of venous and arterial chamber or any alarm. The sample tested worked as intended without any abnormalities during the tested period. A review of the DHR did not reveal a probable cause for the customer complaint. A definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility administrator (fa) reported a blood leak at the arterial line from the red connector at the right side of the blood pump during a patient's hemodialysis (hd) treatment. Upon follow-up, the fa stated a combi set blood leak occurred on the arterial line on the red connection right side of the pump several seconds after initiation of the patient¿s hemodialysis (hd) treatment. The machine did not alarm with a blood leak alert. A fresenius 2008t machine and fresenius dialyzer were being utilized for the treatment. No visible damage was identified on the combi set prior to use. Immediately following the event, the patient was placed on a different machine and a new dialyzer and combi set were re-strung, and the patient began completed treatment without further issue. The machine was serviced and placed back in service. The patient¿s estimated blood loss (ebl) was unknown. The patient it was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The bmt stated the used combi set was not available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility administrator (fa) reported a blood leak at the arterial line from the red connector at the right side of the blood pump during a patient's hemodialysis (hd) treatment. Upon follow-up, the fa stated a combi set blood leak occurred on the arterial line on the red connection right side of the pump several seconds after initiation of the patient¿s hemodialysis (hd) treatment. The machine did not alarm with a blood leak alert. A fresenius 2008t machine and fresenius dialyzer were being utilized for the treatment. No visible damage was identified on the combi set prior to use. Immediately following the event, the patient was placed on a different machine and a new dialyzer and combi set were re-strung, and the patient began completed treatment without further issue. The machine was serviced and placed back in service. The patient¿s estimated blood loss (ebl) was unknown. The patient it was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The bmt stated the used combi set was not available to be returned for evaluation.

Event description:
A user facility facility administrator (fa) reported a blood leak at the arterial line from the red connector at the right side of the blood pump during a patient's hemodialysis (hd) treatment. Upon follow-up, the fa stated a combi set blood leak occurred on the arterial line on the red connection right side of the pump several seconds after initiation of the patient¿s hemodialysis (hd) treatment. The machine did not alarm with a blood leak alert. A fresenius 2008t machine and fresenius dialyzer were being utilized for the treatment. No visible damage was identified on the combi set prior to use. Immediately following the event, the patient was placed on a different machine and a new dialyzer and combi set were re-strung, and the patient began completed treatment without further issue. The machine was serviced and placed back in service. The patient¿s estimated blood loss (ebl) was unknown. The patient it was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The bmt stated the used combi set was not available to be returned for evaluation.